Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion from the oc- pelvis to treat a neuro muscular disease. It was reported that sometime post-op the rods disconnected from the connectors bilaterally. The patient underwent a revision surgery to correct the construct. No additional patient complications were reported.